Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the patient complained of pain at the sensor insertion site. The sensor was removed on (B)(6) 2020 and the patient had blood and pus in the sensor pod and the insertion site. The patient was evaluated by her pediatrician on (B)(6) 2020, was diagnosed with an infection and prescribed topical antibiotic (mupirocin). At the time of contact, the patient still felt pain at the affect area. No additional patient or event information is available.